Manufacturer narrative:
Based on the limited information that has been provided to date, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney. The attorney's report also included the implant operative report. (B)(6) 2008 - the patient underwent a vesicovaginal suspension with anterior repair and cystoscopy with implant of a bard/davol pre-shaped mesh device due to a history of cystocele, urinary stress incontinence and urge incontinence. The attorney's report alleges unspecified adverse patient outcomes associated with the use of mesh.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)

Manufacturer narrative:
Addendum to the initial report. Based on medical records received, the patient underwent explant of the bard/davol pre-shaped mesh approximately 6 years after the initial implant. Based on the information that has been provided, no conclusion can be made. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records: (B)(6) 2008 - the patient underwent a vesicovaginal suspension with anterior repair and cystoscopy with implant of a bard/davol pre-shaped mesh device due to a history of cystocele, urinary stress incontinence, and urge incontinence. Post-op the patient experienced dyspareunia lasting three years until abstained all together. (B)(6) 2014 - the patient underwent explant of the bard/davol pre-shaped mesh. Peri-operative records indicate a 3mm mesh exposure along the anterior vaginal wall; however it also notes, "exam under anesthesia revealed firm mesh under the anterior vaginal wall with no obvious evidence of mesh exposure."